Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a scheduled generator change. Prior to the procedure, the right ventricular(rv) lead exhibited noise and the right atrial(ra) lead exhibited noise leading to oversensing and inappropriate automatic mode switch. The ra and rv leads were explanted and replaced on (B)(6) 2022. The patient condition was stable post-procedure. Related manufacturer reference number: 2017865-2022-05595.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. During electrical testing an internal short was noted between conductor paths consistent with procedural damage, and no conductor fractures were found. Visual and x-ray examination found no anomalies. All other damages were sustained during the procedure.